Event description:
The pt reported since implant having two quarter size knots that are hard at the lead site. The pt reports symptoms of difficulty walking, increased baseline pain, a loss of therapeutic effect and weakness in his legs that has caused a fall. The pt reports being at home in fair condition and has an appointment with their hcp in approximately two weeks. Add'l info was requested from the hcp, but was not available on the date of this report. See MFR report# 6000153-2008-0015.

Manufacturer narrative:
.